Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient presented in-clinic after receiving a patient notification and feeling chest palpitations. The patient had received inappropriate anti-tachycardia pacing (atp) therapy for far p-wave oversensing. A decrease in r-wave amplitude was also noted. Lead dislodgement was observed via chest x-ray. The patient had been in an altercation with police officers with arms handcuffed behind the back, at the time the episodes were stored. The lead was explanted and replaced.